Manufacturer narrative:
One level 1 hotline low flow system was returned with a cracked tank cover, but not leaking yet. The pump was not working. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported issue was able to be confirmed. The pump was not working properly. The pump was faulty. A new pump was installed to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was not pumping. There was no reported adverse event.